Event description:
The medic arrived at the home of the pt on an emergency call. Medic attempted to turn on device and the device did not power up. Continuous efforts to turn on the device were made, and the device powered up on the fifth attempt. Complainant indicated that the device operated appropriately from that moment on. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.